Manufacturer narrative:
The device is not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a hammertoe surgical procedure that utilized a 2.75mm straight hammertube implant. The original surgery occurred on (B)(6) 2019. Per surgeon instruction, the patient was weight-bearing in a boot immediately post-operatively. The implant broke 2-3 weeks postoperatively, but the exact date is unknown. There is no reported delayed union of the patient's joint or patient noncompliance. The implant was revised on (B)(6) 2020.